Event description:
According to the reporter, after intubation using percutaneous approach, the cuff of the device had an air leak of 50ml or more but nothing audible was observed. The patient remain on the same tube.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.